Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2024-07880. It was reported that the patient experienced auto reducing with their scs system. As a result, surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
No intervention was taken for this lead. It remains implanted and functional.

Event description:
Additional information indicates that no intervention was undertaken for this lead taken for this lead. It remains implanted and functional.